Event description:
Report received of an over-delivery of nitroglycerine. The nitroglycerine was running at 3 ml/hour on the pump through the same IV access as a bag of normal saline at a keep vein open rate infusing via gravity. The customer contact could not recall which of the IV's was connected directly to the pt and which was piggybacked. It was reported that 8 hours after the nitroglycerine infusion was started, the pump was alarming with an unspecified alarm alert and the bottle of nitroglycerine was empty. There was no indication of any spillage. The pump display indicated that only 23ml had been delivered. There was no reported adverse event with the pt, and no medical interventions were required. The pt's vital signs, including blood pressure, were reported as "stable". The nitroglycerine drip was discontinued. The pt reported that they felt "better than ever".